Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through a remote transmission that there was evidence of intermittent far field r-wave (ffrw) oversensing on the patient's right atrial (ra) lead. Follow-up was attempted to determine if any changes were made to address the report of ffrw oversensing but this was not successful. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.